Event description:
Experienced extreme difficulty in removing icyhot medicated patch. Felt like I was being skinned alive. My wife had the same experience as I did when she used the product. I emailed chattem inc about the adverse event, but to date have not had any response. Dates of use: 2007- 2008. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? Yes.